Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker dislodged immediately after being released post-fixation. The device was successfully retrieved, and the physician elected to no longer attempt an atrial device implant. The patient was discharged without further consequences.